Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28135. Related manufacturer reference number: 2017865-2021-28134. It was reported that the patient presented in clinic with an infected pocket. The physician not allege abbott devices or any procedure involving the abbott devices, caused, or contributed to the infection. On (B)(6) 2021, the physician explanted the pacemaker, right ventricular (rv) lead, and atrial lead and placed a temporary rv lead. The patient condition was stable.